Event description:
It was reported to philips that there was a tube grid defect and the customer was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was intermittent, user tried expose again and succeed, no impact on the procedure and no harm or injury reported to philips. A philips remote service engineer (rse) examined the system remotely and confirmed that device was unable to perform x rays. Upon troubleshooting rse found tube grid defect error message and advised for field inspection on filament. The fse went onsite and tested the filament and performed tube calibration and adaption which resolved the reported issue. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.